Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose levels of 500mg/dl. The customer treated high blood glucose values with manual injection. The customer decline to troubleshoot high blood glucose values. No further details given. The insulin pump will not be returned for analysis.